Event description:
This rv lead was implanted on an unknown date in (B)(6) 2001 and still remains implanted at this time. In a case on (B)(6) 2018 it was noted that the lead exhibited out-of-range pacing impedance measurements and may have been compromised during manipulation. There was no known information about the facility and physician. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).